Event description:
It was reported that shaft break occurred. A 28 x 3.00 promus premier drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft broke inside the catheter at 76cm from the hub. The procedure was completed with a 3.00 x 28mm promus premier des. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter phone: (B)(6).